Manufacturer narrative:
Evaluation of the returned 5f select confirmed that the catheter was fractured. This damage typically occurs if the device is manipulated against resistance during use. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed ovalization on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure to perform angiography using a neuron select catheters 5f (5f select) and a non-penumbra sheath. During the procedure, while attempting to advance the 5f select through the right common carotid artery (cca) to perform an angiography via radial access, the physician fractured the 5f select at the distal length in the right subclavian artery. Therefore, the physician removed the 5f select and used a snare device to remove the fractured segment of the 5f select. The procedure was completed using a non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.